Manufacturer narrative:
On (B)(6)2021, the product was returned to biosense webster for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an ischemic ventricular tachycardia (isvt ¿ left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was a loose piece of plastic in the packaging. When opening the packaging for the smarttouch catheter it was observed that there was a loose piece of plastic in the packaging. The catheter was replaced and the procedure was continued. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smarttouch sf (bidirectional) catheter. All units are inspected prior leaving the facility to avoid this type of damage prior catheter leaves the facility. The "piece of plastic" mentioned by customer was not detected on decontamination laboratory nor the laboratory analysis. Since no sample of the external material was observed during the analysis, no more investigation could be performed. A manufacturing record evaluation was performed for the finished device 30564607l number, and no internal actions related to the reported complaint condition were identified. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the product that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an ischemic ventricular tachycardia (isvt ¿ left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was a loose piece of plastic in the packaging. When opening the packaging for the smarttouch catheter it was observed that there was a loose piece of plastic in the packaging. The catheter was replaced and the procedure was continued. Additional information: the issue was noticed before use. Did not take pictures but circled the outside of the package where the debris was located. Looked like several small plastic pieces, debris. Device was not used on the patient. Sterilization did not seem in any way compromised. Foreign material inside the package is MDR-reportable.